Event description:
It was reported that product was received with an open seal. The product was not used and was returned.

Manufacturer narrative:
Information anticipated, but unavailable at this time.